Event description:
The manufacturer received information alleging coughing, nasal or throat irritation related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Patient experienced bonchoitis, sore throat, cough and additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused bronchitis, choking, coughing. Skipping breath. Patient has taking medicines. There was no medical intervention required by the patient. The reported event of bronchitis, choking, coughing. Skipping breath and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case but assesed as serious injury. The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- clinical symptom codes, health impact code, type of investigation findings and investigation conclusions has been updated in this report.